Event description:
A customer contacted beckman coulter regarding erroneously elevated accu tni result generated by the access instrument. The customer indicated that the erroneously elevated results occurred randomly. The customer was not able to provide any pt results from the event. The customer indicated that they have not received any report of pt injury requiring treatment or change to pt treatment that can be attributed to this event.